Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The osseotite® 2 implant 3.75 x 11.5mm (xfos311) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 36 (fdi) and used for approximately 4.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2013100903. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2013100903) for similar event and 2 other complaints were identified under (B)(4) and (B)(4). Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (xfos311). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® 2 implant 3.75 x 11.5mm (xfos311) was returned for inspection.examination of the returned product revealed significant signs of wear from use about the hex feature and fracturing at the threads.no pre-existing conditions were noted on the per. The reported product was located on tooth # 36 (fdi) and used for approximately 4.5 years.the reported event could not be recreated due to the nature of the dental device and event (fracture).DHR review was completed for the subject lot number 2013100903. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. .may post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product(xfos311). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported implant removed due to fracture.